Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
It was reported the patient had an initial procedure on (B)(6) 2012 with a bifurcated, an infrarenal aortic extension, and a suprarenal aortic extension. Subsequently, the patient presented to the emergency room on (B)(6) 2016 with a ruptured abdominal aortic aneurysm. Physician evaluated the computed tomography and assessed a type 3a aortic endoleak. Patient was transferred to an acute care hospital where physician repaired by relining and extending with non-endologix devices. Patient is in stable condition.